Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had their trial with fentanyl 2-3 weeks ago prior to implant. At that time the patient saw 100% pain relief. When the patient¿s pump was then implanted, saline was placed in the reservoir. The reporter was unsure of when the first drug, morphine, was then filled into the reservoir but right away the patient had a reaction; she experienced ¿terrible¿ itching. The patient at that time did not opt to use her personal therapy manager for any boluses as she knew that it would have caused her to itch worse. The morphine was then removed from the entire system and bupivacaine was then placed into the reservoir. The bupivacaine reportedly did not help the patient with their pain and it was noted the patient ¿could not even sit¿. On (B)(6) 2013 hydromorphone was then placed in the reservoir, the catheter was not cleared of bupivacaine this time and following the medication change the patient experienced relief with that until (B)(6) 2013. It ¿got rid of the awful pain¿ in the patient¿s back of her legs; the bupivacaine had not. The patient however had not had pain relief since (B)(6) 2013. It was noted the patient¿s personal therapy manager (ptm) was not helpful to her at all because ¿it¿s always disabled¿. At the patient¿s last pump fill, it was noted the health care provider had still left the ptm without the option of a bolus. It was reported the patient thought something had gone wrong with the pump. It was further stated, ¿maybe an occlusion that I¿m not getting any medication¿ and ¿so now I¿m back without any pain relief and that¿s why I think there¿s an occlusion¿. The patient had an appointment on the day of this report with her health care provider.